Event description:
It was reported that the patient experienced bent cannula event on 23-april-2026. Patient experienced hyperglycemia, severe chest pain and was admitted to pediatric intensive care unit.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.